Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement and displacement test. The insulin pump was received with normal operating currents. The insulin pump was monitored for several hours and no blank display or unexpected alarm noted. The battery tube connector plugged in properly to electrical board during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer also stated that they treated with syringe for high blood glucose. The customer declined troubleshoot for high blood glucose. The insulin pump will be return for analysis.